Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ventricular tachycardia (vt) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac arrest requiring cardiopulmonary resuscitation (CPR). During the procedure, the patient went into electromechanical dissociation (emd). CPR was initiated. At an unspecified point post-intervention, the patient¿s condition returned to normal. Patient did not require extended hospitalization as a result of the adverse event. Although the adverse event was considered to be life-threatening, the patient fully recovered with no residual effects. Medical history includes runs of vt secondary to scar formation. Physician¿s opinion regarding the cause of the adverse event is that it was related to the patient¿s condition. It was noted that the adverse event was not related to any biosense webster, inc. Product malfunction. There were no issues or errors reported on any biosense webster inc. Products or equipment during the procedure. Force visualization features included graph, dashboard, vector, and visitag. Visitag parameters for stability included 3 mm and 5 seconds. Additional visitag filters included force at 50% and 3 grams. Color options used prospectively included impedance drop.